Event description:
This is a pt that received a deceased donor transplant on (B)(6) 2016 and had a fungal infection that required explant of the transplanted organ in (B)(6) 2016. Our center recently received notification from unos regarding a contaminated sps solution that applies to this case. This is the notification received: this is an update to an epi-x posted on (B)(6) 2017, which reported potential bacterial contamination in sps-1 lots pbr-0074-337, pbr-0060-386, pbr-0074-330, and pbr-0060-392. FDA's investigation of potential contamination of several lots of sps-1, manufactured by organ recovery systems (ors) is ongoing. We recommend that organ procurement organizations (opo) and transplant facilities should consider transitioning to alternate, FDA-cleared organ preservation fluid products from other mfrs." Please take the following actions to report adverse events occurring on or after (B)(6) 2016, in pts who received organs or tissues from organ recovery procedures using sps-1 from any manufacturing lot file a report with FDA's medwatch safety info and adverse event reporting. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016.